Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed using a 25mm non-medtronic balloon. The valve was implanted at depth of 2mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Moderate-severe paravalvular leak (pvl) noted ten minutes post valve implant. A post-im plant bav was performed with a 28mm non-medtronic balloon; moderate-severe pvl remained. Subsequently, a second transcatheter bioprosthetic valve was implanted 5mm below the first valve; decreasing the pvl to mild. No additional adverse patient effects were reported.